Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that her continuous glucose monitoring (cgm) was not accurate and had not been for awhile. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose levels were fluctuating while on vacation (20-400 mg/dl). Customer consumed cracker to treat low levels and insulin injections to treat high levels.